Event description:
It was reported that a novum iq large volume pump had an issue of unable to program dopamine and could not utilize the keypad to locate entry for dopamine. Use was able to press down arrow and program. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and navigation through all screens without any discrepancies was observed. A keypad test and tubing retention clip test were performed, and the results passed. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.